Event description:
T was reported that there was an unusual humming sound from the pump. This appeared in the night from (B)(6) 2025. The patient went to the clinic for that reason and was admitted. It was noted that the system showed an unusual power increase by about 14 watt. The flow was in the normal range, and the patient was stable doing fine the whole time. Log files were sent for review. Logfiles showed and increased power value (about 14 watt) and rotor noise. The customer was informed about a potential pump thrombosis or some sort of resistance near or on the rotor which may explain the device behavior. A pump exchange was recommended. There were no alarms reported. Log files were sent for review after the pump was restarted on (B)(6) 2025. Restarting the pump reportedly resolved the noise and elevated powers. The cause of the noise and elevated powers weas not identified. The flow (about 4lpm) was confirmed by an echocardiogram (echo). Lab parameters did not indicate hemolysis. No patient symptoms were observed.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device. Problem code corrected. Manufacturer's investigation conclusion: the reported humming sound from the pump as well as the suspected thrombus could not be confirmed. Review of the submitted log files confirmed elevated power values. A specific cause for the reported events could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained data from 23apr2025 through 29apr2025, and from 05may2025 through 12may2025. The stored patient speed was set to 5600 revolutions per minute (rpm), with a low-speed limit of 5300 rpm. Estimated flow and motor power typically ranged from 3.1-4.9 lpm and 3.7-4.4 watts respectively. Motor instability lvad fault flags were captured from 21:57:09 on (B)(6) 2025 through 10:26:43 on (B)(6) 2025 and 18:31:23 on (B)(6) 2025 through 08:09:03 on (B)(6) 2025. The motor instability lvad fault flags were associated with rotor noise flags, elevated motor power (up to 15.3 watts), and slightly elevated lvad temperature (up to 59 degrees celsius). On (B)(6) 2025, a pump stop event due to the driveline being disconnected was observed at 08:09, which appeared consistent with the reported pump reset performed in clinic. The driveline was reconnected, and the pump ramped up to the stored speed. The motor instability lvad fault flags, elevated motor power and associated events had resolved following the pump reset. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. Incidental findings: review of the submitted log files revealed a pump stop event on 23apr2025. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU ¿introduction¿ addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Section 1 of the IFU lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.